Event description:
During a coronary artery drug eluting stenting treatment procedure the shaft fractured. The physician was placing a 2.5x20mm taxus express2 drug eluting stent to a severely tortuous, severely calcified 85% stenosed portion of the posterior descending artery (pda). While advancing the catheter the shaft fractured outside the pt. The physician removed all parts of the catheter, no other intervention was needed. There were no pt complications and the pt was reported as ok. The physician completed the procedure using an endeavor 2.5x12mm drug eluting stent.